Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Event description:
Treatment of a left carotid ophthalmic segment, communicating, dissecting aneurysm. During the procedure, it was reported that the first pipeline could not be released and the entire system was removed from the patient. The second pipeline did not fully open distally despite guidewire manipulation and balloon angioplasty. An occlusive thrombus was formed in the artery so the physician performed a control from the right carotid to discover that there was flow coming from the a-comm (anterior communicating) artery; therefore, the procedure was concluded. It was reported that the patient had vigil, aphasia, and moderate to severe hemiparesis.same event as MDR# 2029214-2013-00567.

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The pipeline was found to be opened and released from the capture coil; therefore, the event cause could not be determined.